Event description:
Complainant alleged that during thr cardioversion of a pt, the clinician was unable to charge the device at any joule setting. The clinician then obtained another device to successfully cardiovert the pt's heart rhythm. The complainant indicated that there was no adverse effect on the pt as a result of the reported malfunction.